Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.   A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing system and therapy pcb assemblies, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker further evaluated the replaced parts at the product analyses center (pac) and was not able to duplicate the reported issue. A cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.